Event description:
It was reported that as the device was pushed over the wire and when scanning, the marker band did not appear at the distal end of the sheath. When taken out, the radiopaque marker had slipped proximally and was situated approx 12cm from the original position. Reportedly, the vessel was pre-dilated to a 9f and the recovery introducer was advanced straight into jugular. There was no scar tissue at the access site. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials. The subassemblies, the manufacturing process and the quality control testing. There was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device was evaluated. The evaluation identified that the tip of the sheath was flared indicating that excessive force was probably used during procedure. The marker band had traveled proximally on the sheath and had stopped at approximately 14.5cm from the distal tip of the sheath. The shaft appeared to be flattened at the marker band area. The IFU instructs the user to dilate the vessel to 12f. As reported in this event, the user pre-dilated to 9f. This was a contributory factor in this event. The investigation is confirmed for detachment of component. Based on the information reported, the root cause is user related.